Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing, a chest x-ray confirmed that the lead was dislodged. The lead was successfully repositioned.